Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.9-14.5cm from the distal tip. The etfe coating was damaged during the explant procedure at this location. Internal insulation abrasion under the rv shock coil was noted at 6.4cm to 7.3cm from the distal tip. The location of the abrasion was offset proximally due to stretching of the lead during the surgical procedure. The etfe coating of one sensing conductor cable was abraded at 5.1cm from the distal tip.

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced.